Event description:
It was reported that the patient expired on (B)(6) 2021 due to multiorgan failure after 24 days of support. No autopsy was performed, and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), was not explanted for evaluation. According to the account, the pump was working as expected without issue.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the report of multiorgan failure and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(4), could not be conclusively established through this evaluation, and a specific cause for the reported event could not be conclusively determined. The heartmate 3 left ventricular assist system (hm3 lvas) instructions for use (IFU), is currently available. Section 1 of the hm3 lvas IFU lists death and multiple types of organ failure/dysfunction as adverse events that may be associated with the use of the hm3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.